Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open umbilical incisional hernia repair on (B)(6), 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6), 2010 and (B)(6), 2019, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: seroma, exposed mesh in wound, hernia recurrence, scarring, surgery to remove mesh, severe and chronic pain/discomfort. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2009: (B)(6) medical center ¿ (B)(6) hospital. (B)(6) , do. Emergency department [ed] visit. Chief complaint [cc]: abdominal pain. History of present illness [hpi]: ¿this 46-year-old female presents to the emergency room complaining of pain across her lower abdomen that started yesterday. At times it is very sharp and stabbing, starting up in her right flank area and radiating down to her pelvis. Sometimes it radiates up from her pelvis and into her back. She has had some chills and subjective fever, has not checked her temperature at home. Increased pain with walking or when bearing down to urinate. Has had no constipation or diarrhea, no melena or hematochezia. Has never had pain like this before. She is currently menstruating. She has not had any vaginal discharge although she states she has had some vaginal odor and noticed what she describes as a ball in her vagina; difficult to tell me exactly where it is located. There is no pain in her vagina. She also states she has a headache.¿ physical exam: abdomen: ¿grossly obese. She weighs 220 pounds. She has somewhat decreased bowel sounds throughout. It is soft with moderate diffuse lower abdominal tenderness as well as suprapubic tenderness. There is no guarding or rebound tenderness. No mass or hepatosplenomegaly is palpable.¿ assessment: ¿sigmoid diverticulitis with peridiverticular abscess, abdominal pain, morbid obesity.¿ plan: ¿she will be admitted to med/surg for IV [intravenous] antibiotics, observation and further evaluation by dr. (B)(6). I have written holding orders and the patient is transferred to the floor in stable condition .¿ (B)(6) 2009: (B)(6) radiology services. (B)(6), md. Preliminary radiology report. CT abdomen/pelvis [a/p]. Indication: abd [abdominal] pain, right flank pain. Findings: ¿limited noncontrast CT. Diverticulosis with fat stranding around a segment of the sigmoid colon in the left abdomen raises concern for possible focal acute diverticulitis. There is a contiguous cystic collection within the left pelvis that may represent the left adnexa, although an abscess cannot be definitively excluded. Postcontrast imaging may provide greater discrimination. Grossly unremarkable appendix. Malrotated right kidney. No obstructive uropathy, or nephroureterolithiasis seen.¿ (B)(6) 2009: (B)(6) radiology services. (B)(6), md. CT a/p addendum. Clarification: ¿pre-and post-intravenous enhanced images now available. There is inflammatory change involving the sigmoid mesocolon with wall edema. There is a slightly mixed attenuation lobular collection posterior to the sigmoid colon measuring approximately 54 x 36 mm. Findings consistent with acute diverticulitis and peridiverticular abscess .¿ (B)(6) 2009: (B)(6). (B)(6), md. Office note. Hpi: ¿the patient is a 46-year-old female seen in consultation for dr. Ulrich for evaluation and management of diverticulitis. The patient gives a one-year history of intermittent symptoms crampy left lower quadrant associated with bloating. This pain became very severe earlier this month and she was admitted to (B)(6) hospital on (B)(6) 2009. She was hospitalized there for five days where CT scan on admission demonstrated evidence of diverticulitis with a possible pericolonic abscess. Since discharge she has continuing to have crampy left lower quadrant pain. She is still having loose bowel movements, which she said over the last few days have decreased in caliber. She has noticed occasional blood in her stools. She also is feeling more bloated and feeling like she is unable to pass gas. She has had no fevers.¿ physical exam: abdomen: ¿flat and soft. There is 1-2+ left lower quadrant tenderness. There is not a discrete mass, but there is an indistinct fullness palpable. There is no percussion tenderness. Bowel sounds are present, normoactive.¿ impression: ongoing acute diverticulitis that has not responded to antibiotic therapy. Plan: ¿we discussed options of continued conservative management versus surgical intervention. At this point, the patient would like to proceed with surgical intervention. A laparoscopically assisted sigmoid colectomy will be undertaken. The procedure was discussed in detail including indications, risks and benefits. She understands and is anxious to proceed as soon as possible .¿ (B)(6) 2009: [facility name not provided.] Inpatient hospitalization. ­ (B)(6) 2009: (B)(6), md. Operative report. Assistant: (B)(6), md. Intraoperative consultation: (B)(6), md. Procedure: laparoscopically assisted sigmoid colectomy. Left salpingo-oophorectomy. Preoperative diagnosis: sigmoid diverticulitis. Postoperative diagnosis: sigmoid diverticulitis with left ovarian mass. Anesthesia: general. Estimated blood loss: 100 ml. Specimens: right peritubal cyst. Left tube and ovary. Sigmoid colon. Indications: ¿patient is a 46-year-old female who has a 1-year history of intermittent symptoms of crampy left lower quadrant abdominal pain associated with bloating. She was recently hospitalized at (B)(6) hospital with diagnosis of diverticulitis. She has not improved with medical management, and she now presents for definitive surgical treatment.¿ wound classification: clean-contaminated . Findings: ¿thickening and erythema of the sigmoid colon with adherence to approximately 5 cm left ovarian mass.¿ procedure: ¿patient was brought to the operating room, placed in supine position. General endotracheal anesthesia was induced. Patient's abdomen was prepped in usual sterile manner. A 5-mm visiport was placed in the right mid abdomen. After ensuring proper intraperitoneal placement, suitable co2 [carbon dioxide] pneumoperitoneum was established. A laparoscope was placed through this trocar. Two additional 5-mm trocars were placed in the right upper quadrant and a 12-mm trocar was placed in the right lower quadrant. Attention was turned to the sigmoid colon, which was noted to be erythematous and adherent in the pelvis. The sigmoid colon and descending colon were mobilized by division of lateral peritoneal reflections using sharp dissection and electrocautery. This mobilization was carried up to the proximal descending colon. Dissection was then carried into the pelvis where the sigmoid colon was noted to be densely adherent to a left ovarian mass. The colon was carefully dissected away from the ovary again using sharp dissection. The iliac artery and left ureter were identified. This mobilization was carried into the pelvis, where visualization was obscured due to the large left ovarian mass and enlarged uterus with fibroids. At this point, the procedure was converted to an open procedure. A longitudinal lower midline incision was made. Dissection was carried into the pelvis, demonstrated approximately 5 cm smooth left ovarian mass. The right adnexa was inspected and noted to have a normal tube and ovary. Intraoperative consultation was obtained with dr. Terry cole of gynecology. He recommended unilateral left salpingo-oophorectomy. The sigmoid colon and upper rectum were further freed from the ovarian mass and was able to be delivered into [sic] up into the wound. The fallopian tube was divided at the cornua of the uterus, which was ligated with an [sic] 0 vicryl transfixion suture. The broad ligament was divided using right-angled clamps with suture ligature of 2-0 vicryl transfixion sutures. The ovarian pedicle was isolated and divided after being ligated with 2-0 vicryl transfixion sutures. The specimen was amputated and removed from the surgical field. Intraoperative pathological consultation demonstrated an apparent serous ovarian mass with no gross evidence of malignancy. Attention was then returned to the sigmoid colon where the portion of the sigmoid colon had been adherent to the left ovary, was noted to be erythematous and thickened. The retroperitoneum was inspected and the left ureter was identified and again preserved. A suitable point of division of the sigmoid colon proximally was chosen, and the colon was divided between glassman and kocher clamps. The mesentery to the sigmoid colon was divided using the ligature device. The dissection was carried distal to the area of abnormality in the colon and the rectosigmoid was divided using glassman and kocher clamps. The specimen was amputated and removed from the surgical field. A 2-layer hand-sewn anastomosis was performed using 3-0 silk seromuscular lembert sutures and 3-0 vicryl running full-thickness suture. At the completion of anastomosis, it was palpated and noted to be widely patent and tension free. Mesenteric defect was closed using 3-0 vicryl interrupted sutures. The abdomen was carefully inspected to ensure hemostasis and then the pelvis was irrigated with sterile saline. All trocars were withdrawn. The midline fascia was closed using looped 0 pds running suture. All skin incisions were closed using skin staples. Patient tolerated the procedure well. Estimated blood loss 100 ml. The patient was extubated in the operating room and taken to the par [post anesthesia recovery] in stable condition .¿ ­ (B)(6) 2009: (B)(6) hospital. (B)(6), md. Pathology report. Specimens: right peritubal cyst. Left tube and ovary. Sigmoid colon. Gross description: 1. ¿received without fixative labeled with the patient's i.d. And ¿left tube and ovary¿, the specimen consists of an irregular pink to tan cystic lesion and attached possible fallopian tube measuring 8.0 x 6.2 x 5.0 cm and weighing 164.5 grams. The external surface is pink to red with attached blood clot. Opening the specimen reveals a cystic lesion with 0.2 to 0.3 cm in wall thickness and a smooth pink-tan internal surface without papulation or solid area. Attached possible fallopian tube measures 3.5 cm in length and 0.5 cm in average diameter. There are two small thin-walled cysts on the wall measuring 0.4 and 0.7 cm in greatest dimension which contain clear yellow fluid. A large cyst contains slightly bloody yellow fluid. There is a small cystic lesion with dark brown fluid in the wall of the large cyst measuring up to 2.0 cm in greatest dimension. Rs (4).¿ 2. ¿received in formalin labeled with the patients i.d. And ¿right peritubal cyst¿, the specimen consists of an irregular oval thin walled cystic lesion measuring 2.0 x 1.5 x 1.3 cm. The cyst contains clear yellow fluid with smooth external and internal surfaces. The entire specimen is serially sectioned and te (1).¿ 3. ¿received in formalin labeled with the patient's i.d. And ¿sigmoid colon¿, the specimen consists of an irregular pink to red segment of colon measuring 9.5 cm in length, 2.0 and 2.1 cm in diameter at both surgical margins. The surgical margins are inked blue. The serosal surface is irregular and pink to red with focal hemorrhage. There is attached mesentery measuring up to 4.5 cm in width. No perforation is grossly identified. Multiple large out-pouching structures are seen consistent with diverticulosis which are somehow very difficult to sample in the sections. Five possible lymph nodes are dissected from the specimen ranging from 0.3 to 0.5 cm in greatest dimension, rs (6).¿ microscopic description: 1. ¿sections of the large cyst show mostly denuded flat to cuboidal lining and adjacent fibroadipose tissue with congested vessels consistent with simple serous cyst. No complex architecture or invasive component is identified. Sections of the small cyst in the largest cyst wall show partial lining of columnar epithelium and adjacent dense endometrioid stroma and focal hemorrhage with hemosiderin-laden macrophages consistent with endometriotic cyst. Mixed acute and chronic inflammatory cell infiltrate is seen. Focal reactive epithelial mild atypia is seen on the epithelium. Elsewhere, irregular endometrial glands with adjacent dense endometrial stroma is seen within the wall. Sections of fallopian tube show completely transected tube lined by benign tubal epithelium. Several small walthard nests and paratubal cysts are seen.¿ 2. ¿sections show a simple cyst lined by single to focal mild stratified cuboidal epithelium with cilia consistent with serous origin. No complex architecture or invasive component is identified. Focal foamy macrophages aggregate with hemosiderin is seen.¿ 3. ¿multiple sections of the colon show diverticula characterized by protrusion of mucosa submucosa into the muscularis propria with no significant inflammation. Sections also show three benign mesenteric lymph nodes.¿ final diagnosis: 1. Left tube and ovary, salpingo-oopherectomy: benign simple serous cyst. Benign endometriotic cyst. Completely transected fallopian tube. 2. Right peritubal cyst, excision: benign paratubal cyst. 3. Sigmoid colon, resection: diverticulosis . ­ (B)(6) 2009: (B)(6), md. Discharge summary. Discharge diagnoses: recurring acute diverticulitis with left ovarian mass, status post laparoscopic assisted sigmoid colectomy, left salpingo-oopherectomy. Hospital course: ¿patient is a 46-year-old female who presented with 1-year history of intermittent left iower quadrant abdominal pain. She was recently hospitalized at santa paula hospital where the diagnosis diverticulitis was made. She did not improve with medical management and presented for definitive surgical treatment. She was taken to the operating room on (B)(6) 2009 after undergoing routine mechanical pharmacological bowel preparation. She underwent laparoscopic-assisted sigmoid colectomy. Internal finding at the time of surgery was of a large approximately 6 cm left ovarian mass. Intraoperative consultation was obtained with dr. Terry cole, and concurrent left sallpingo-oophorectomy was performed. Pathology demonstrated diverticulitis and an endometrioma. She had unremarkable postoperative course with proper return of bowel function. She was advanced on diet which she tolerated well. She was discharged home on the 5th postoperative day. At the time of discharge, she is afebrile, tolerating regular diet well. Incision is healing well without infection.¿ discharge instructions: ¿the patient may shower and get her incision wet. She is encouraged to be as active as possible at home, but to avoid strenuous activities. Patient is to see me in the office in 1 week for wound check and followup appointment .¿ (B)(6) 2010: (B)(6) hospital. (B)(6), md. Ed visit. Cc: abdominal pain. Hpi: ¿this 47-year-old female presents to emergency room complaining of upper abdominal pain that started this morning. It seemed to be worse with standing, relieved somewhat by lying flat, associated with some nausea but no vomiting, no diarrhea. No melena or hematochezia. No fever or chills. Has had similar pain in the past with diverticulitis. She has been hospitalized here for diverticulitis in the past and then was also hospitalized and had surgery with removal of a left ovarian benign tumor that was adhesed to her colon.¿ physical examination: abdomen: ¿obese. She has normoactive bowel sounds. It is soft with some mild diffuse upper abdominal tenderness as well as suprapubic tenderness. No mass or hepatosplenomegaly is palpable.¿ ¿CT is obtained of her abdomen and pelvis with IV and p.o. [By mouth] contrast shows no evidence of diverticulitis or diverticulosis. No free air or free fluid. She does have a lower abdominal ventral hernia, does not appear to be strangulated. She also has a filling defect and apple-core type lesion in her cecum with no evidence of definite mass. No inflammatory changes. No appendicitis.¿ plan: ¿she is to avoid lifting, pushing, or pulling. She is to call her doctor in [sic] monday to arrange further follow up including colonoscopy to evaluate the sickle lesion and surgical consult to evaluate the hernia. Return to the emergency room here if she worsens.¿ (B)(6) 2010: (B)(6) endoscopy center. (B)(6), md. Colonoscopy. Indications: diverticulitis of colon. Impression: normal colonoscopy, s/p [status post] sigmoid resection. Implant preoperative complaints: (B)(6) 2010: (B)(6). (B)(6), md. H&p. Hpi: ¿patient is a 47-year-old female who is status-post laparoscopic-assisted sigmoid colectomy with left salpingo-oophorectomy in (B)(6) 2009 for diverticulitis and an incidentally discovered left adnexal mass. Over the last couple of months, she has become aware of a bulge in the lower part of her abdomen. This has become increasingly uncomfortable.¿ physical exam: abdomen: ¿obese, soft with a well-healed lower midline incision. There is an obvious hernia palpable in the superior aspect of her incision. This is nontender.¿ impression: incisional hernia. Plan: ¿the patient to undergo incisional hernia repair. I have explained the procedure in detail with the patient and her husband including the indications, risks, and benefits. He understands and wishes to proceed .¿ (B)(6) 2010: (B)(6). (B)(6), md. Indications. ¿patient is a 47-year-old female who underwent sigmoid colectomy and left salpingo-oopherectomy (B)(6) 2009. She developed an incisional hernia, now presents for incisional hernia repair.¿ implant procedure: incisional hernia repair with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/06825389, 15cm x 19cm x 1mm thick, oval.] Implant date: (B)(6) 2010 [hospitalization dates (B)(6) 2010] (B)(6) 2010: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Anesthesia: general. Estimated blood loss: 25 ml. Wound classification: clean. Findings: ¿large broad-based incisional hernia involving entire lower abdominal incision.¿ procedure: ¿the patient was taken to the operating room, placed in supine position. General endotracheal anesthesia was induced. The patient¿s abdomen was prepped and draped in usual sterile manner. A longitudinal midline incision was made at just below the umbilicus. Dissection was carried through the subcutaneous tissues and the hernia sac was identified. The hernia sac was dissected free using electrocautery. The sac was freed down to the level of the fascia. The sac was incised and noted to contain viable omentum. Omentum was freed from the inside of the back. Digital exploration of the incision demonstrated a very large incisional hernia involving the entire length of the previous midline incision. This skin incision was then enlarged appropriately and the fascia was freed circumferentially using electrocautery. The sac was incised and all adhesions were freed. A large piece of dual mesh was placed beneath the fascia and sutured in place using a series of 0 prolene interrupted mattress sutures. The midline fascia was then reapproximated over the top of the mesh using a #1 prolene running suture. Bites of the mesh were incorporated in the fascial closure. The wound was carefully inspected to ensure adequate hemostasis, infiltrated with 0.25% marcaine solution. A 15-mm blake drain was placed beneath the subcutaneous tissues, brought through a separate stab wound incision. The drain was sutured in place using 2-0 silk interrupted suture. The subcutaneous tissues were closed using 2-0 vicryl running suture and the skin was closed using skin staples. The patient tolerated the procedure well. Estimated blood loss 25 ml. The patient was extubated in the operating room, taken to the recovery room in stable condition.¿ (B)(6) 2010: (B)(6). Implant sticker. ¿gore dualmesh® plus biomaterial¿. Site: ¿incisional hernia.¿ cat #: 1dlmcp04. Lot #: 06825389. Size: ¿15.0cm x 19.0cm x 1.0mm.¿ manufacturer: w.l. Gore & associates . Pathology: (B)(6) 2010: (B)(6). (B)(6), md. Discharge summary. Discharge diagnosis: incisional hernia, status post incisional hernia repair. Hospital course: ¿patient is a 47-year-old female who was admitted to hospital on april 14 to undergo elective incisional hernia repair. She was taken to the operating room on (B)(6) 2010 where she underwent incisional hernia repair with mesh. Her postoperative course was remarkable for mild postoperative ileus which resolved promptly. At the time of discharge on her third postoperative day, she was afebrile, tolerating her diet well, incisions healing well without infection.¿ discharge instructions: ¿the patient is discharged with a jackson-pratt drain in place. She has been instructed on care and documentation of the drain. The patient is to be seen in the office in 1 week for wound check and hopeful drain removal .¿ relevant medical information: (B)(6) 2010: (B)(6). (B)(6), md. Emergency room [ER] visit. Cc: ¿this is a 47-year-old female who came in with complaint of abdominal pain.¿ hpi: ¿the patient had a ventral hernia repair a couple weeks ago. This was actually done on april 14 by dr. (B)(6). She felt okay for a few days and then she has been having some vomiting for the past week. She has also had some pain around her incision site. She saw dr. (B)(6) on friday who told her that there is a wound infection. He opened it up and drained quite a bit of fluid. She mentioned that she was vomiting, but dr. Lo presti stated that he felt her symptoms would improve after opening up this infected wound. She still felt poorly and continued to vomit throughout that evening and the next day. She went to see the urgent care center physician yesterday who changed the bandages and send [sic] her home and then today she went back to urgent care, and has been seen by dr. (B)(6) who felt that she could have some sort of intra- abdominal mass/abscess and he felt that she looked dehydrated. Therefore, he sent her in here for further evaluation and treatment. The patient describes discomfort level as moderate to severe. She states that after she eats she vomits. She denies any dysuria, polyuria, hematuria. No cough, shortness of breath, or chest pain. She states that most of her pain is in her lower abdomen. No measured fevers over the past couple days.¿ physical examination: abdomen: ¿soft. Mild lower abdominal tenderness to deep palpation. The inferior aspect of the wound is opened up and there is some yellowish drainage. There is no underlying fluctuance. Slightly indurated tissue in the lower abdomen is noted.¿ ¿I ordered a cbc [complete blood count] and gi [gastrointestinal] panel. We will give her a normal saline bolus. I will proceed with CT scan imaging of abdomen and pelvis. I gave her some zofran for nausea and she is feeling much better at this time. Final reevaluation and disposition to follow .¿ (B)(6) 2010: (B)(6). (B)(6), md. ER visit. Addendum: ¿this is a 47-year-old female who came in with chief complaint of abdominal pain and vomiting. The patient felt much better after receiving the zofran. She had a gi panel, which was normal. Her cbc was normal with the exception of an anemia with hemoglobin of 10.8, hematocrit of 32.5. She has remained afebrile here. I have given her cefoxitin and zofran. She is resting comfortably. CT scan showed a 13 cm abdominal wall abscess with some stranding near the abscess. Dr. (B)(6) is on-call ____ was called to evaluate the patient. The patient is currently resting in good condition. Disposition per dr. Bryant.¿ clinical impression: 1. Abdominal wall abscess. 2. Intractable vomiting. 3. Recent ventral hernia repair. Plan: admit to dr. (B)(6). (B)(6) 2010: (B)(6). (B)(6), md. CT abdomen. Indications: abdominal pain. Impression: 1. 13 cm large fluid collection with air bubbles suggesting infected seroma in the lower abdominal wall along the site of previous hernia repair. 2. Increased stranding anterior peritoneum. 3. 2.5cm right ovary cyst . (B)(6) 2010: (B)(6). (B)(6), md. CT abscess drainage. Indications: abdominal wall fluid collection. Findings: ¿after informed consent was obtained, appropriate laboratory data reviewed, and time-out protocol observed, the patient was placed supine on the CT table. Preliminary images reveal the anterior abdominal wall subcutaneous fluid collection. The overlying skin from a right lateral oblique approach was prepped and draped in standard sterile technique. One percent lidocaine was used for local anesthesia. Using single stick technique, a 10-french all purpose drain with trocar was advanced into the fluid collection and attached to the skin with a percu-stay device. 35cc of serous viscous fluid was aspirated and sent to pathology for culture and sensitivity. The drain was attached to a vacuum assisted collection device, hemostasis achieved, and the patient left the department in stable condition. Moderate intravenous conscious sedation was utilized for approximately 30 minutes during the exam.¿ impression: ¿successful percutaneous subcutaneous fluid aspiration and drain placement with intravenous conscious sedation.¿ (B)(6) 2010 [report run date]: (B)(6) hospital laboratory. [No physician name provided.] Microbiology report. Specimen collection date: (B)(6) 2010: abdomen aspirate: ¿many white blood cells. Staphylococcus aureus rare growth.¿ specimen collection date: (B)(6) 2010: nose swab: ¿no anaerobic growth at four days. Mrsa screen negative.¿ specimen collection date: (B)(6) 2010: abdomen body fluid: ¿many white blood cells. Staphylococcus aureus light growth .¿ revision preoperative complaints: (B)(6) 2010: (B)(6) surgery center. (B)(6), md. H&p. Physical exam: abdomen: ¿slightly distended in the lower abdomen with a well-healed midline incision. There is some erythema in the lower midline incision. Bowel sounds are present and normoactive.¿ impression: ¿status post incisional hernia repair with infected seroma.¿ plan: ¿the patient will undergo open irrigation and drainage of the seroma. I have explained the procedure in detail including indications, risks, and benefits. She understands and wishes to proceed .¿ (B)(6) 2010: (B)(6) surgery center. (B)(6), md. Indications. ¿the patient is a 47-year-old female who is now approximately five weeks status post incisional hernia repair with mesh. She has had ongoing problems with wound seromas and has recently begun having low-grade fevers and erythema of her wound .¿ revision procedure: wound exploration with debridement and drainage of complex postoperative wound infection. Revision date: (B)(6) 2010 [outpatient procedure] (B)(6) 2010: (B)(6) surgery center. (B)(6), md. Operative report. Preoperative diagnosis: status post incisional hernia repair with infected seroma. Postoperative diagnosis: status post incisional hernia repair with infected seroma with complex postoperative wound infection. Anesthesia: general. Estimated blood loss: less than 10 cc. Wound classification: not provided. Findings: ¿small persistent cavity deep in the subcutaneous tissues containing necrotic tissue and purulent fluid.¿ procedure: ¿the patient was taken to the operating room and placed in the supine position. Laryngeal mask anesthesia was induced. The patient¿s abdomen was prepped and draped in the usual sterile manner. The inferior aspect of the previous lower midline incision was opened. Dissection was carried into the subcutaneous tissues. An infected seroma cavity was entered and evacuated. Aerobic and anaerobic cultures were obtained. Exploration of the wound revealed necrotic tissue which was debrided. There was some exposed mesh in the wound. The wound was copiously irrigated with sterile saline. A 15-mm blake drain was placed in the cavity and brought through a separate stab incision. The drain was sutured in place using 2-0 silk suture. The wound was infiltrated with 0.25% marcaine solution. The deep subcutaneous tissues were reapproximated using 2-0 vicryl interrupted suture. The subcutaneous tissues were reapproximated using 3-0 vicryl interrupted suture. The skin was closed with skin staples. The patient tolerated the procedure well. Estimated blood loss less than 10 cc. The patient was awakened in the operating room and taken to the postanesthesia recovery room in stable condition .¿ (B)(6) 2010: (B)(6) medical center. (B)(6), md. Discharge instructions. Diet: ¿patient is encouraged to drink liquids for 3 to 4 hours after discharge. Soft diet if not nauseated tonight. May eat usual diet tomorrow. Do not drink any alcoholic beverages for 24 hours.¿ medication: ¿resume all medication and take medication as directed on label.¿ physical activity: ¿do not drive or operate machinery or drive a car for 24 hours. Avoid excessive physical activity. Rest for today and have someone stay with you. Avoid making critical decisions or signing legal documents until tomorrow.¿ wound or incision care: ¿may use ice pack to area for 20 minutes at a time as needed. May take off dressing in ____ days. May shower or bathe in ____ days. If incision becomes red and you spike a fever, call your doctor right away. If pain medication does not stop the pain, call your doctor right away. If your dressing becomes saturated with blood call your doctor right away.¿ ¿follow general surgery instruction sheet. Jp drain care ¿ to bulb suction ¿ empty and measure and record as needed. Follow-up in office next week. Pls. [Please] call. Keep dressing dry and intact .¿ (B)(6) 2010: (B)(6) medical center. F. (B)(6). Pathology report. Specimen: infected seroma abdominal wall. Gram stain: moderate wbc [white blood cells] and rbc [red blood cells], no organisms seen. Other culture flora: no anaerobes isolated. Final ID [identification]/ mic sens [sensitivity]: few staphylococcus aureus. Mrsa isolated . Relevant medical information: (B)(6) 2018: (B)(6) hospital. (B)(6), md. Ed note. Cc: ¿upper abdominal pain for ¿months.¿ states she has a hernia and need surgery, but hasn¿t had time. Couldn¿t handle the pain today.¿ hpi: ¿the patient has a history of a large bowel resection related to diverticulitis and subsequently developed an abdominal wall hernia that required repair. She now complains of long-standing pain in the right lower quadrant which has worsened in the last few days. The pain is sharp and worsened by movement and palpitation. She has had nausea without vomiting and no fever.¿ physical exam: gastrointestinal: ¿soft, tenderness: mild, right lower quadrant.¿ diagnosis: abdominal wall hernia. ¿follow up with isaac lowe within 1 to 2 weeks. The patient has a chronic abdominal wall hernia and is having worsening pain. There is no evidence of bowel infarction, strangulation, or obstruction. The patient is stable to follow up as an outpatient with dr. Lowe whom she has seen in the past .¿ (B)(6) 2018: (B)(6) hospital. (B)(6), md. CT a/p. Indication: right lower quadrant abdominal pain. Impression: 1. ¿evidence of previous abdominal wall surgery.¿ 2. ¿large wide mouth midline ventral abdominal wall infra umbilical hernia containing omental fat and bowel with mild induration but no definite strangulation.¿ 3. ¿tiny umbilical fat-containing hernia without herniated hour strangulation.¿ 4. ¿no calcified urinary calculi or obstructive uropathy.¿ 5. ¿no gastrointestinal disease demonstrated.¿ 6. ¿hepatic fatty infiltration .¿ (B)(6) 2019: (B)(6) hospital. Inpatient hospitalization. (B)(6) 2019: (B)(6), md. Operative report. Assistant: (B)(6), md. Procedure: repair hernia incisional complex, repair of recurrent incisional hernia with acell graft implantation. Preoperative diagnosis: painful recurrent incisional hernia. Postoperative diagnosis: incarcerated, recurrent ventral hernia. Umbilical hernia. Anesthesia: general. Estimated blood loss: 50 ml. Specimens: pathology tissue request (incisional hernia sac, ap specimen.) Complications: none.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product ( g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product ( g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.